Event description:
Device malfunction: balloon rupture. Time of malfunction: during inflation. Symptoms/ae: none reported. It was reported that the agiltrac balloon ruptured while dilating a vessel in the sfa, at the normal recommended pressure. No parts of the device were detached. The device was removed with no issues. The case was completed with another agiltrac with no noted issues. No additional information is available.